Manufacturer narrative:
Additional information was received on 7/31/2018. The patient experienced ptosis in addition to deflation. The final fill volume of the impacted product was 400ccs. The replacement prostheses were mentor smooth round moderate profile 375cc saline prostheses. The right replacement was filled to 400ccs, and the left was filled to 425ccs. There were no procedural complications, and the patient was brought to the recovery room in stable condition. The investigation of the returned product was completed by the failure analysis lab on 8/13/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female had a mentor smooth round moderate profile 375cc saline prosthesis implanted. On (B)(6) 2018 left sided deflation was observed. Upon receipt by mentor, the device returned without fluid. White, yellow, and brown material was observed within the device. White and brown material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. Also, a crease on the anterior aspect and extending to the posterior aspect was noticed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, yellow, and brown material found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) caucasian female had a mentor smooth round moderate profile 375cc saline prosthesis implanted. On (B)(6) 2018 left sided deflation was observed. As a result, the device was replaced with a saline prosthesis on (B)(6) 2018.